Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0pet5, implanted: (B)(6) 2014, product type: lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0llnh, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information was received from the consumer that reported after the patient was implanted with the deep brain stimulator (dbs) therapy in (B)(6) 2014, they used an electric blanket and felt pain at the implantable neurostimulator (ins) site so they discontinued the use of the electric blanket and the pain seemed to go away. It was a sudden change. The patient was implanted for movement disorders.